Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a defective screen was not confirmed. The returned system monitor, (B)(6), was evaluated. The unit was returned without mounting feet and several damages were observed on the corners of the system monitor. The unit was tested for several days and the reported event could not be reproduced. The system monitor was functionally tested and found to operate as intended during testing. The unit was returned to the customer¿s site. A root cause for the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on 08jun2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). Heartmate ii left ventricular assist system (lvas) instructions for use (rev. H, section titled "emergency contact list") and heartmate ii patient handbook (rev. G) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a line vertically across the screen. Repair was requested.